Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the cause of the telemetry issue was ¿undetermined.¿ there were no patient symptoms reported; no further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that while the device was used as usual by the patient, telemetry became unable. No x-ray images were available. It was unknown if there were any external contributing factors. Troubleshooting was performed, battery replacement was performed. The action taken to resolve the event was the device was going to be replaced. The issue was not resolved at the time of this report. No further complications were reported or anticipated.